Event description:
The manufacturer received information alleging a ventilator would not function on a/c power. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device to function on a/c power was observed. The device's power cord was replaced to address the issue.